Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The following sections were corrected: h6. The patient outcome code was initially no clinical signs, symptoms or conditions, but is now updated to hemorrhage/blood loss/bleeding (c26791). The health impact code was initially no health impact, but is now updated to hospitalization or prolonged hospitalization (c171989). Additionally, the product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.

Manufacturer narrative:
The section that was being corrected was the health impact code which was updated to no health consequences or impact.